Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a lead revision surgery on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was further reported the patient had a skin condition which prompted the physician to remove the leads prior to the scheduled lead revision. It was noted the patient outcome was not known.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).